Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection cardiosave intra-aortic balloon pump (iabp) touch panel became inoperable. There was no patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved the issue by performing touch screen calibration. The equipment was then in useable condition and was returned to the customer.

Event description:
N/a.